Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the paint peeling off from the junction between spring arm of the light and the cupola. Pending repair, the customer protected the device with plastic wrap to prevent any paint particle fell off. Maquet determined that the device failed to meet its specification due to the use of wrong cleaning product. Additionally the device was directly involved with the reported incident and was being for treatment of patient when the event occurred. Per the labeling, users should "check the lightheads for chipped paint, impact marks and any other damage" on daily basis. Maquet recommends to use cleaning product without "glutaraldehyde, phenol, iodine, bleach, ethyl alcohol" (xten labelling 0130122201 edition 1).

Event description:
The customer reported that, during a surgery, some paint particles fell off onto the surgical field. There were no injuries reported. (B)(4).